Event description:
It was reported that the emergency department was attempting to place a catheter in an extremely combative pt. The primary physician, who is a third year fellow, stated they made approx 6 to 7 attempts to place the catheter for this pt and experienced several issues. They tried inserting into the pt's left internal jugular and had problems threading the catheter over the spring wire guide (swg) and during removal of the wire. There were a total of 4 insertion sites and it has not been reported the specifics of each separate attempt in placing these catheters. There were several instances where the swg uncoiled; however, it was not reported how many times this occurred. There was a delay in treatment and no pt death. Reference MDR #1036844-2011-00322 for the first event, MDR #1036844-2011-00325 for the second event and MDR #1036844-2011-00326 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.